Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: x-ray review: narrative (plate and screw breakage) could be verified from provided x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 3.5mm cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially a patient was implanted with 3.5mm ti locking compression plate (lcp) 12 holes and screws on (B)(6) 2018. Postoperatively, patient experienced pain and instability. X-rays taken on an unknown date revealed pseudoarthrosis. Patient underwent hardware removal procedure on (B)(6) 2019 due to pseudoarthrosis and broken 3.5mm lcp plate and two (2) broken 3.5mm cortex screws. All broken implants were removed successfully and replaced with an expert humerus nail diameter 7 mm, l 240 mm. Procedure was completed successfully without any surgical delay. Patient outcome was reported as good. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity#unknown). This report is for one (1) unknown 3.5mm cortex screw. This is report 3 of 3 for complaint (B)(4).